Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. The product received revealed that it was received, one open sample that pertained to product code vcp311h. Upon visual assessment of the winding former, it was noted that the suture was broken in several pieces since has begun with the process of degradation. In addition, the time of exposure of sutures to the environment could not be determined. The foil packet was visually inspected, wrinkles and a hole in the cavity were observed due to handling. Per the condition of the returned sample, the functional test could not be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that the patient underwent a pediatric oral and maxillofacial surgery on (B)(6) 2024 and suture was used. After opening the package, when trying to hold the needle, the suture was broken on the way. The suture was taken out, and it was tattered. It was not a control release needle. Another device was used to complete the case. There were no adverse consequences to the patient. No further information was provided.